Event description:
The posterior capsule was torn during the phacoemulsification procedure. The tear was observed during the insertion of the iol. The incision was enlarged to remove the iol, a vitrectomy was performed, and the lens was replaced with an anterior chamber lens. The reporter confirmed there was no malfunction of the lens.